Event description:
During a lead revision, the surgeon used monopolar electrocautery to open the pocket. It was decided to replace the implant in the event of damage due to the electrocautery. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant.